Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported by patient of not being able to move her extremities after perm implant. Issue resolved on its own and patient is received effective therapy.